Event description:
The customer reported that the monitors were impaired. The screens went dark and the system intermittently shuts down and requires a reboot.

Manufacturer narrative:
(B) (4). The ge service rep was unable to duplicate the problem. He replaced the power control pcb then adjusted the 24v output. The system operates as intended.